Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-06082. It was reported the patient experienced ineffective therapy. Diagnostics indicated leads had multiple contacts with high impedance. Reprogramming was unable to resolve the issue. In turn, the patient underwent surgical intervention wherein both existing leads were explanted and replaced address the issue. Therapy was restored post procedure.